Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer for a clinical study reported having 3 batteries in four years and needing "better" batteries. Follow-up is being conducted to obtain additional clarification. The event will be updated if any additional information is received. Additional information received from the healthcare provider for a clinical study reported no symptoms were associated with the event. The current battery only showed 1-3 months left and the patient "only had it implanted" since (B)(6) 2015. It appeared the patient was not getting the normal longevity from the batteries. See related manufacturing report #3004209178-2016-09538.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.